Manufacturer narrative:
(B)(4)

Event description:
This lv lead had dislodged, possibly due to the angle of the lead and was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.